Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 84-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient had an attempted impella cp implant and it was unsuccessful. The physician made the decision to abort the implant due to vascular anatomy.

Manufacturer narrative:
The investigation into the delivery issues been completed since the original report was submitted. The device was not returned for investigation. The root cause of delivery issue is determined to be patient condition because of the vascular anatomy of the patient. G3.